Event description:
It was reported that the patient developed an infection in the pocket area. No patient treatment was reported. Additional information reported that the patient's system was removed emergently four months later due to sciatic nerve pain. No patient outcome was reported. Additional information was not available at the time of this report. A follow-up report will be sent if additional information is received.